Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging between 500-550 mg/dl. Contact attempted to treat bg by delivering a bolus, however due to having sufficient amount of insulin on board (iob- active insulin in the body), was unable to deliver a bolus. Manual injections were used to treat bg level. System check was performed by tandem technical support and no issues were identified with the pump functionality. Recommendation was made to consult with healthcare provider regarding diabetes management.